Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).